Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they were only being charged on the right side of their body and that the charge is not even; patient services specialist (pss) understood this as the pt was only feeling stimulation on the right side of their body. Pt said this has been since day one and they have tried all different settings for several days and that has not worked. Pt said they have an appointment tomorrow with their healthcare provider (hcp) and a medtronic rep, to address the issue. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt sates needs MRI because of the pain he's having. Pt states they want to check body to see what else could be causing the problem. Pt states he's only getting stim on the right side and already repositioned lead once and still only on the right side. Pt states he believes this occurred in oct 2022 where they moved lead. Pt states they might try a trial lead possibly as he had such great success with the trial. Pt states the pain he has now is neck and back and has been ongoing for years. Pt states already had two discs replaced and upper one grinds all the time and cannot see any problems. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp as pt has been already.